Event description:
Home hemodialysis pt reports experiencing pruritis during the hp's dialysis treatments with the ca 110 dialyzer. The pruritis is observed at the onset of treatment and continues for four to five hours after the dialysis treatment has completed. No other symptoms reported. No medical intervention or pt injury reported by the pt.